Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the evaluator observed the device had burn marks on the keypad. The cause was identified to be likely a result of fluid ingress. The damaged keypad was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the evaluator observed burn marks on the keypad. No additional information is available.